Event description:
Related to MFR report # 2183959-2012-00145. The pt was implanted with an ams apogee graft to treat her pelvic organ prolapse. It was reported that, "as a result," the pt "has experienced... Physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.